Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Surgeon removed a reverse size 36 metaphysis and size 9 x 150 stem. The stem was loose at the stem-metaphysis interface and is suspected that it was a mechanical failure at this connection point. This had been implanted for roughly 3 months and pt complained of dislocation a week ago.